Manufacturer narrative:
G4: 27sep2019, b4: 27sep2019. The device was not labeled for single use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported a black screen. There was no patient involvement.

Manufacturer narrative:
Date rec'd by MFR: 26sep2019. The manufacturer's representative confirmed the reported touchscreen issue. The manufacturer's representative reported that the customer repaired the equipment himself without providing much information. He thinks that the device might be back in service as the customer did not report the fault again. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a black screen. There was no patient involvement.